Manufacturer narrative:
For the reported 5 events, lot numbers were provided, and lot history review was performed. The samples were not provided for 5 events, and medical records were provided for all malfunctions. Per review of the medical records, 2 investigation confirmed for perforation of the ivc and filter tilt and 3 investigation confirmed for preformation of the ivc, however, the investigation was inconclusive for tilt for 3 malfunctions. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. Corporate lot (gfuf3079, gfwf3272).

Event description:
This report summarizes five malfunctions. A review of the reported information indicated that model ec500f vena cava filter allegedly experienced migration of device and patient device interaction problem. These reports were received from various sources. All five events involved a patient with no reported patient consequences. Of the five reported patient, four patients age ranged from 54-66 , three patients were male and two patients were female; however, other patients age, and weight were not provided.